Event description:
After attempting to start an IV in the left forearm, the IV bent and upon pulling out of vein, the catheter broke off. Pressure was applied to the vein and physician notified. Found no indication of complications from shearing (no redness). No further intervention required.